Manufacturer narrative:
Additional information was added to d5, d9, h3, h6 (update codes), and h11. Correction: d4: unique identifier (UDI) #. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing was performed and the device could not be turned on. The printed circuit board assembly (pcba) was replaced with a working user interface (ui)-pcba board and the device was able to be turned on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be from a damaged pcba board. The main board would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump turned off by itself. This occurred during testing. There was no patient involvement. No additional information is available.